Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty monitor configuration message reported by our emergency department staff. They were able to configure the dual monitor settings, but the cns application failed to open and the unit just kept on re-booting. They took the unit out ofoperation and transported it to biomed shop. Unit will not boot up and displayed blue screen of death with a message "computer needs to be reset or reimaged." And pc ran into problem and kept on re-starting. Unit was replaced with another cns monitoring unit, and operation resumed with no other issue. No patient harm was reported. Investigation conclusion: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/26/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. 24 bedside monitors model ni. Sn ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty monitor configuration message reported by our emergency department staff. They were able to configure the dual monitor settings, but the cns application failed to open and the unit just kept on re-booting. They took the unit out ofoperation and transported it to biomed shop. Unit will not boot up and displayed blue screen of death with a message "computer needs to be reset or reimaged." And pc ran into problem and kept on re-starting. Unit was replaced with another cns monitoring unit, and operation resumed with no other issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty monitor configuration message reported by our emergency department staff. They were able to configure the dual monitor settings, but the cns application failed to open and the unit just kept on re-booting. They took the unit out ofoperation and transported it to biomed shop. Unit will not boot up and displayed blue screen of death with a message "computer needs to be reset or reimaged." And pc ran into problem and kept on re-starting. Unit was replaced with another cns monitoring unit, and operation resumed with no other issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 12/26/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. 24 bedside monitors. Model ni. Sn ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty monitor configuration message reported by our emergency department staff. They were able to configure the dual monitor settings, but the cns application failed to open and the unit just kept on re-booting. They took the unit out ofoperation and transported it to biomed shop. Unit will not boot up and displayed blue screen of death with a message "computer needs to be reset or reimaged." And pc ran into problem and kept on re-starting. Unit was replaced with another cns monitoring unit, and operation resumed with no other issue. No patient harm was reported.